Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
A distributor, reported pump damaged due to leaking administration set. Medication being infused was unknown. No patient injury reported.